Event description:
Reportable based on device analysis completed on 18dec2025. It was reported that unable to advance and premature deployment occurred. The patient was treated with gastric varices embolization in the lower part of the esophagus. A 18mm x 40cm interlock .035 was selected for use. During the procedure, the coil was embolized in the lesion lumen. Upon entering the middle part of the non-boston scientific radiography catheter, it was noted that the coil could not be pushed forward in the catheter. After withdrawal, the coil was unhooked and damaged. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed a main coil detached.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: the device was returned for analysis. It was observed that the main coil, the introducer sheath and the delivery wire were returned. It was observed that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached.